Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown resulting in the internal magnet being pulled out when the external magnet was removed. The magnet was replaced.